Event description:
Received four electro shocks. Many problems after ect including double vision, moderately high blood pressure. Poor concentration, lack of balance, severe nausea on a daily basis, and panic attacks.